Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information upon arriving at a patient's home for home hospital care, the person reporting this device incident noticed that the balloon of the patient's urinary catheter was 'burst'. A new catheter was inserted. It was noted that the catheter is changed on average every 3-4 weeks.